Event description:
It was reported that a perforation and a tilt occurred. A greenfield filter was implanted on (B)(6) 2013. On (B)(6) 2017 it was noted that perforation had occurred. It was also noted that the filter was tilted. No further patient complications were reported.